Manufacturer narrative:
Back at the station, customer changed out the battery and the lifeband and then tested the platform with a mannequin. However, the platform displayed another ua 26 message. Customer indicated that they have an autopulse multi-chemistry (mc) charger. The batteries charged up ok when they were initially received. When actively not using the batteries, one is stored in the autopulse and another one is stored in the carry case. Customer does not know how many battery rotations are being performed as he is not in charge of battery management. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed and the reported complaint of a user advisory (ua) 26 (decompression target not reached) fault was not confirmed. The archive data shows that no ua 26 faults occurred on the reported event date of (B)(6) 2014. This could be due to the data being corrupted or overwritten. The archive did show that multiple ua 20 (position out of range) faults occurred on the reported event date. The ua 20 faults are not related to the reported complaint. Functional testing could not be performed due to the occurrence of a ua 20 fault. Investigator performed homing of the platform and the fault was cleared. The reported issue of a ua 26 fault could not be reproduced. The platform was subjected to the run-in test with the (B)(6) patient test fixture for several hours and no faults or errors were observed. In addition, the encoder shaft was observed to have a minor chip which will cause intermittent locking without the lifeband inserted. Based on the investigation, the part that was identified for replacement is the encoder. In summary, the reported complaint of a ua 26 fault was not confirmed based on the archive review and during functional testing. The root cause for this fault could not be determined. Per the battery hangtag - advisory codes description and action (pn (B)(4)), user advisory 26 is an indication that there is obstruction between the lifeband and patient, or a twisted lifeband. The observed ua 20 faults found during archive review and upon functional testing are unrelated to the reported complaint. This fault was cleared during functional testing. In addition, the damaged encoder shaft found during functional testing is unrelated to the reported complaint. Upon replacement of the encoder, the platform passed all testing criteria. Customer believes that an autopsy was not performed because the patient's death was ruled as natural causes. Patient had an extensive history of cardiac arrest. Customer does not attribute the patient's death to the use of the autopulse and stated that there would have been no change to the patient's outcome given his age and history of cardiac arrest.

Event description:
A call was dispatched on regarding an (B)(6), male patient weighing (B)(6) kg who was experiencing respiratory or cardiac arrest. The incident occurred at the patient's home and was witnessed by his wife. Patient was down for at least 5 minutes and 17 seconds, from the time the call was dispatched to the initial point of contact. Upon ems arrival, manual CPR was initiated by a crew member for about 2 minutes while another member prepared the autopulse platform for deployment. The patient was positioned and aligned on the platform. Customer pressed and released the "start/continue" button to initiate compressions. However, a user advisory (ua) 26 (decompression target not reached) message displayed on the platform. The lifeband was not twisted. Customer thought it was an issue with the battery (li-ion), so they swapped the battery out with another one. However, another user advisory 26 displayed upon restart of the platform. Manual CPR was performed while the battery was changed out. The crew then moved the patient off the platform and changed out the lifeband. The patient was placed back on the platform and the device was restarted. Upon restart of the device, another user advisory 26 displayed. At this point, autopulse usage was discontinued. Customer reverted to manual CPR for the remainder of the call for a total of 25 minutes, which includes the first patient contact to arrival at the ER. The hospital was 5 miles from the scene of the event and the duration of transport was 6-7 minutes. Return of spontaneous circulation (rosc) was never achieved. ER physician pronounced the patient dead on the same day. Customer believes that an autopsy was not performed because the patient's death was ruled as natural causes. Patient had an extensive history of cardiac arrest. Cardiac arrest medications were administered 4.5 minutes after patient contact and medication was scheduled every 4-5 minutes after that. Customer does not attribute the patient's death to the use of the autopulse and stated that there would have been no change to the patient's outcome given his age and history of cardiac arrest.